Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in CAPA. Dimensional, functional investigation and additional testing was not required as a part of this complaint investigation. Per DHR the product visistat 35r 6/box lot # 73c2200217 was manufactured on 03/08/2022 a total of 18,000 pieces. Lot was released on 03/25/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. CAPA 387 has been previously opened to further investigate this issue. Root cause is identified in the CAPA. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp found minor damage (minor scratch) on the product packaging during inspection". No patient involvement. Preliminary investigation of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage.